Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the "vad coordinator that both power connections are loose on the controller." Site performed an elective controller exchange and replaced with one from inventory. It was stated there was no effect on patient while the controller exchange. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. One controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed a vad disconnect alarm on (B)(6) 2015, indicative of a driveline disconnect. In addition, logs revealed a critical battery 2 alarm and power switching events prior to the 25% threshold. The premature switching events were most likely caused by a communication error between the controller and batteries. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Additionally, supplemental testing did not reveal any mechanical issues that may have contributed to the reported event. No failure detected, the reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.